Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure extravasations of the stent occurred. Vascular access was obtained via the femoral artery. The treatment was indicated for an aneurysm located in the non calcified left subclavian artery. A 9 mm x 50 mm wallgraft stent was successfully implanted and was well positioned and well apposed to the vessel wall. After arteriography contrast extravasation was observed through the central wall of the implanted wallgraft stent. The issue was resolved by implanting a 8 mm. X 60 mm non bsc stent inside the wallgraft stent. Follow up arteriography showed no contrast extravasations within the aneurysm. No further patient complications were reported and the patient's status is well.